Event description:
It was reported that micro-dislodgement resulting in inappropriate therapy was observed. The lead was explanted replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.